Manufacturer narrative:
This is default text configured for block h10.

Event description:
The tip of prefilled syringe looks like melted, and it is unable to inject the diluent into the vial for reconstitution [device defective]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns product complaint of device defective and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 06-apr-2026 amneal pharmaceuticals received information from a pharmacist via a telephone call and email concerning above mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 37.5 milligram per vial single dose pack (ndc: 70121-2627-5, lot: ap260023, expiry date: 31-dec-2027, serial number: (B)(6) ) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, they received one sealed medication kit from the wholesaler and on (B)(6) 2026 while about to reconstitute they observed that the tip of prefilled syringe looks like melted, and it was unable to inject the diluent into the vial for reconstitution. This was the first time they were observing this type of issue and also confirmed that they just wanted to report this issue. Last action taken with risperidone in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event was unknown. The reporter did not assess the causality of events device defective and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.